Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the device was functional and the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4). This report was submitted reported on 31-mar-2017. As part our internal procedure the submission status was verified and appeared to be failed. For this reason this MDR is resubmitted.

Event description:
It has been reported that during a surgery, an inaccuracy issue has been observed > 20 cm. It has been reported that the surgery has been cancelled.